Event description:
It was reported that the patient presented for routine follow-up. The patient became very nauseous after an unsuccessful cyber-security firmware update. Backup vvi operation was noted on the pacemaker. The device was restored and the patient felt better.